Event description:
It was reported that the patient brought to cardiovascular operating room (cvor) for a heartmate 3 (hm3) to hm3 exchange to investigate clotting with the outflow graft. The patient started on inotropes, was placed on veno-arterial extracorporeal membrane oxygenation (va-ECMO) and the hm3 speed reduced to 3900 with persistent low flow alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.